Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified deformation of the device, creases and folds, wear abrasion and weight to the specification. Cloudiness was observed in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: - creases observed without any relationship with manufacturing. - no issues found related with the manufacturing process. Changed/additional data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side ¿capsular contracture¿, ¿pain¿ and ¿lump.¿ imaging showed ¿small volume of periprosthetic fluid & right axillary & subpectoral lymph node thickening¿ and ¿prominent radial folds identified¿. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿capsular contracture¿, ¿pain¿ and ¿lump.¿ imaging showed ¿small volume of periprosthetic fluid & right axillary & subpectoral lymph node thickening¿ and ¿prominent radial folds identified¿. The device remains implanted.